Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the ostium of the circumflex artery (cx). A 3.0x8.0mm promus element plus drug-eluting stent system was advanced and the stent was deployed further distal in the lesion than the physician intended. A second 3.0x8.0mm promus element plus drug-eluting stent system was then advanced. While positioning, the physician pulled back on the delivery system and the stent caught on the first implanted stent. The second stent dislodged from the delivery system, but remained on the guide wire. A larger sheath was placed and after a significant amount of time, the stent was able to be snared successfully from the patient. The procedure was not completed. No further patient complications reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed only the stent was returned. Visual and microscopic examination found that a portion of the stent was returned bunched into a ball and covered in blood. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the ostium of the circumflex artery (cx). A 3.0x8.0mm promus element plus drug-eluting stent system was advanced and the stent was deployed further distal in the lesion than the physician intended. A second 3.0x8.0mm promus element plus drug-eluting stent system was then advanced. While positioning, the physician pulled back on the delivery system and the stent caught on the first implanted stent. The second stent dislodged from the delivery system, but remained on the guide wire. A larger sheath was placed and after a significant amount of time, the stent was able to be snared successfully from the patient. The procedure was not completed. No further patient complications reported and the patient's status is ok.